Event description:
It was reported that during the flush the sensor was disconnected from the disposable "flood". Follow up with customer, indicated that the sensor was disconnected from the disposable transducer.

Manufacturer narrative:
Device not returned.